Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # us157852/ m2a-magnum pf cup / lot # 420180; item# 157446/ m2a-magnum mod hd/ lot # 366190; item # 13-103207/ taperloc por red/lat /lot # 747020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01926, 0001825034 -2020 -01928, 0001825034 -2020 -01929.

Event description:
It was reported the patient underwent a left hip revision surgery approximately 7 years post implantation due in vivo corrosion, metallosis, and pseudotumor. Head, stem and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: findings: general anesthesia, 300ml ebl 64 yr old, metallosis, large cavity lined with dark grey tissue consistent with metallosis (10x8x10cm), pseudotumor, stem well fixed, removed modular ball component, black debris at the articulation consistent w/metallosis, morse taper removed, elected to revised the femoral component, used clerage wires while reaming to prevent fracture, shell well fixed & retained. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.